Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# unknown sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n3m1713y sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4b2087y sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot# n2g0398y sig45axt - tri 2.0 sig45axt 45 xtra thk 15mm, lot# unknown egiaushort - egiaushort endogia ultra univ sht stap, lot# unknown egiaushort - egiaushort endogia ultra univ sht stap, lot# unknown sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n3m1713y sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# n3m1713y sigtrsb45axt - sigtrsb45axt 45mm xtr thk reinforced rel, lot# n2g0398y sig45axt - tri 2.0 sig45axt 45 xtra thk 15mm, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lobectomy procedure, at the time of pulmonary parenchyma resection, during firing, the device partially fired and the handle could no longer be squeezed. It was noted that the knife blade retracted. It occurred on three handles and nine reloads. A new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. The reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that during firing, the device partially fired and the handle could no longer be squeezed. It was noted that the knife blade retracted. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the reload thick tissue and knife blade were damaged. Visual inspection noted that some staple pushers were pushed back to the cartridge, and damage to the cutting edge of the knife blade was observed. The knife channel had damage to the cutting edge of the knife blade, and the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtro nic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.